Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for spinal therapy for hardware removal for spinal deformity. It was reported that tip of driver 6550003 broke off in screw during a removal and all pieces were retrieved and other instruments tips were stripped off. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as screwdriver tip was stripped and all the instruments had been used previously.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.